Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly and the battery gauge was fluctuating.. There was no adverse impact to blood glucose. The customer continued to use the pump for insulin therapy.